Event description:
It was reported that during a da vinci gastric sleeve procedure, the mega needle driver instrument was not recognized. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was checked for recognition on an in-house system and the system failed to recognize the instrument on multiple installation attempts. The pogo pins were not stuck or contaminated. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were .131 - .199 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.